Event description:
It was reported that the user experienced a low blood glucose of 49 mg/dl and sought guidance on treatment after confusion about prior instructions. Symptoms included no reported clinical manifestations. Outcomes included self-management with oral fast-acting carbohydrates; the user took glucose tablets without adequate effect and then proceeded to drink juice, with understanding to avoid overcorrection. Investigation included user troubleshooting and education provided by support. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on the available information. It was concluded that the event was user-managed with education provided and no further clinical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.